Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon deployment of the catheter, the catheter deployed deformed in the atrium despite efforts to mitigate this issue. The physician removed the catheter from the body of the patient and was unable to advance the guidewire outside of the catheter for deployment. The guidewire kept getting stuck in the lumen before it could exit the distal tip, thus, the catheter could not deploy properly. A new guidewire was attempted, but the same issue was seen. The catheter was replaced, and the procedure was completed successfully without patient complications. The farawave catheter is not expected to return for laboratory analysis as it was disposed.